Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: left ovary/migration of essure device location of device: into left ovary') in an adult female patient who had essure (batch no. 828274) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included vaginal delivery. Concomitant products included clonidine, diazepam (valium), ibuprofen, ketorolac tromethamine (toradol), misoprostol (cytotec), ondansetron (zofran), paracetamol (acetaminophen), salbutamol and vilazodone hydrochloride (viibryd). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), hirsutism ("facial hair"), infection ("infection (bladder/ urinary tract/vaginal) type: unknown"), eczema ("eczema"), migraine ("migraines"), headache ("headaches"), endometriosis ("endometriosis"), nausea ("nausea"), tooth disorder ("dental problems: gum regression"), dyspareunia ("dyspareunia (painful sexual intercourse)"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: unknown"), alopecia ("hair loss"), allergy to metals ("nickel allergy") and adnexa uteri pain ("on left near ovary mostly but sometimes near right ovary pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure reversal surgery, tubouterine implantation procedure). At the time of the report, the device dislocation, hirsutism, vaginal haemorrhage, menorrhagia, infection, eczema, headache, endometriosis, nausea, tooth disorder, dyspareunia, weight increased, gastrointestinal disorder, allergy to metals and adnexa uteri pain outcome was unknown, the pelvic pain had not resolved and the migraine and alopecia had resolved. The reporter considered adnexa uteri pain, allergy to metals, alopecia, device dislocation, dyspareunia, eczema, endometriosis, gastrointestinal disorder, headache, hirsutism, infection, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6) lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-may-2019: pfs and medical record received. Reporters information and lot number was added. Events injury was updated with pelvic pain. Events added: facial hair, abnormal bleeding (vaginal, menorrhagia), infection (bladder/ urinary tract/vaginal) type: unknown, malposition of essure device location of device: left ovary, eczema, migraines, headaches, endometriosis, nausea, dental problems- gum regression, dyspareunia (painful sexual intercourse), weight gain, gastrointestinal or digestive system condition type: unknown, on left near ovary mostly but sometimes near right ovary pain. Event outcomes were updated. Concomitant drugs, lab data and medical history was added. Incident: we received a lot number/returned sample in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: left ovary/ migration of essure device location of device: into left ovary') in an adult female patient who had essure (batch no. 828274-invalid, b26274) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida. Concomitant products included clonidine, diazepam (valium), ethinylestradiol; norgestimate (sprintec), ibuprofen, ketorolac tromethamine (toradol), misoprostol (cytotec), ondansetron (zofran), paracetamol (acetaminophen), salbutamol and vilazodone hydrochloride (viibryd). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In 2015, the patient experienced migraine ("migraines") and headache ("headaches"). In (B)(6) 2018, the patient experienced alopecia ("hair loss"). In (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), hirsutism ("facial hair"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) type: uti."), eczema ("eczema"), endometriosis ("endometriosis"), nausea ("nausea"), tooth disorder ("dental problems: gum regression"), dyspareunia ("dyspareunia (painful sexual intercourse)"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: unknown"), allergy to metals ("nickel allergy") and adnexa uteri pain ("on left near ovary mostly but sometimes near right ovary pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure reversal surgery,tubouterine implantation procedure,exploratory laparotomy). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, hirsutism, vaginal haemorrhage, menorrhagia, urinary tract infection, eczema, headache, endometriosis, nausea, tooth disorder, dyspareunia, weight increased, gastrointestinal disorder, allergy to metals and adnexa uteri pain outcome was unknown, the pelvic pain was resolving and the migraine and alopecia had resolved. The reporter considered adnexa uteri pain, allergy to metals, alopecia, device dislocation, dyspareunia, eczema, endometriosis, gastrointestinal disorder, headache, hirsutism, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight: 152lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, endometriosis. Most recent follow-up information incorporated above includes: on 4-nov-2019: pfs received- lot number were added. Outcome of infection updated to uti. Outcome of pelvic pain updated to recovering / resolving. New reporter, concomitant drug were added. Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ('malposition of essure device location of device: left ovary/ migration of essure device location of device: into left ovary') in an adult female patient who had essure (batch no. 828274-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gravida. Concomitant products included clonidine, diazepam (valium), ibuprofen, ketorolac tromethamine (toradol), misoprostol (cytotec), ondansetron (zofran), paracetamol (acetaminophen), salbutamol and vilazodone hydrochloride (viibryd). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("menorrhagia"). In (B)(6) 2018, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced pelvic pain ("pelvic pain"), hirsutism ("facial hair"), infection ("infection (bladder/ urinarytract/vaginal) type: unknown"), eczema ("eczema"), migraine ("migraines"), headache ("headaches"), endometriosis ("endometriosis"), nausea ("nausea"), tooth disorder ("dental problems: gum regresion"), dyspareunia ("dyspareunia (painful sexual intercourse)"), gastrointestinal disorder ("gastrointestinal or digestive system condition type: unknown"), alopecia ("hair loss"), allergy to metals ("nickel allergy") and adnexa uteri pain ("on left near ovary mostly but sometimes near right ovary pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure reversal surgery, tubouterine implantation procedure). Essure was removed on (B)(6) 2018. At the time of the report, the device dislocation, hirsutism, vaginal haemorrhage, menorrhagia, infection, eczema, headache, endometriosis, nausea, tooth disorder, dyspareunia, weight increased, gastrointestinal disorder, allergy to metals and adnexa uteri pain outcome was unknown, the pelvic pain had not resolved and the migraine and alopecia had resolved. The reporter considered adnexa uteri pain, allergy to metals, alopecia, device dislocation, dyspareunia, eczema, endometriosis, gastrointestinal disorder, headache, hirsutism, infection, menorrhagia, migraine, nausea, pelvic pain, tooth disorder, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 152lbs. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, dyspareunia, endometriosis. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2019: update of information (batch is invalid). Incident: no valid lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.